Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that iled7 trio/quad had spring arm falling off the center axis. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
During inspection it was found that the circlip not holding up the arm. The preventive maintenance has not been maintained. The lighting system was installed in 2018 and the maintenance is carried out by the customer and not by baxter. Due to the age of the lighting system (delivered in 2018), maintenance should be carried out every 2 years. It is conceivable that wear and tear over time has led to the locking ring failing. The IFU warning the user to provide a preventive maintenance as follow: the surgical light system must be serviced at least every 2 years after handover to the user. After ten years of operation, maintenance of the surgical light must be carried out annually. Product maintenance or the exchange of components may only be carried out by qualified service technicians. The contact details of service technicians can be obtained from the technical customer service at baxter. Baxter recommends concluding a maintenance agreement, so that maintenance can be carried out promptly and reliably. The technician replaced the spring arm to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a device/heavy part falling were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.